Event description:
Consumer alleges that a tire allegedly became caught on the fender, which caused damage to the tire and resulted in her allegedly falling out of the unit

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.